Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during pocket manipulation, noise was heard on both the right atrial (ra) and the right ventricular (rv) leads with a corresponding pause in telemetry. The patient had an episode of asystole. The leads checked out fine, but never completely resolved a poor electrogram in the atrium. A judgment was made by the physician to replace the entire system since a definite cause could not be determined. The device along with the ra and rv leads were removed and replaced. No further patient complications have been reported as a result of this event.